Event description:
Pt with a alcoholic pancreatitis with subsequent pancreatic necrosis and pseudocyst formation had an attempted axios stent placement for pseudocyst drainage of a moderate sized pseudocyst. The distal end (flange) of the stent was deployed. The proximal end (flange) was deployed but did not appear as expected with only 8-9mm of the flange visible endoscopically. The physician initially though that the stent was too short. The stent displaced and moved forward into the pseudocyst. The physician dilated the tract using a 15mm cre balloon and removed the stent using forceps under endoscopic guidance. The tract was closed using an oversco ots clip. The patient reportedly recovered without sequela. Several days later, the patient hose electively to have the pseudocyst surgically drained. Surgery found copious amounts of necrotic pancreatic tissue associated with the disease process. The post-operative course was complex due to the necrotic pancreatitis but the patient has since been discharged home to compete full recovery.

Manufacturer narrative:
The patient had copious amounts of necrotic pancreatitic tissue. This was the physicians first case after training to the use of the axios device. The device did not demonstrate obvious malfunction and was likely deployed incorrectly within the gastrostomy tract. The proximal flange, caught within the tract, moved the stent forward into the pseudocyst.